Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005, the patient presented with following pre-op diagnosis: recurrent cervical stenosis with early myopathic signs particular evident from c5 down through c7. The patient underwent following procedures: c5 to t2 posterior spinal fusion; c5 to t2 posterior instrumentation; local bone graft combined with large rhbmp-2 kit with graft. As per operative notes,¿ a high speed bur was used to decorticate the lamina and the lateral mass that remained from c5 down through t2. Then surgeon took a large rhbmp-2 kit and local bone graft that had been saved and tubularized this in a rhbmp-2 sponge, large 12 mg dose, and placed this lateral to the screws from c5 down through t2. This was done on both sides.¿ no intra-operative complications were reported.